Event description:
A nalu peripheral nerve stimulator system was implanted on (B)(6) 2024 to treat right knee pain, in (B)(6) 2025 it was discovered that one of the implanted leads had fractured, thus causing loss of therapy at that location. A surgical revision was performed on (B)(6) 2025 to replace the fractured lead. During the revision the physician elected to fully remove both the fractured lead and the intact lead and replace the original 25cm leads with new 40cm leads.

Manufacturer narrative:
There have been no reports received of any specific event or activity that the patient experienced which may have contributed to the fracture of the lead. It is hypothesized that using a shorter lead did not allow for sufficient strain relief and the continued stress led to the component fracture. The fractured component was not retained at the time of explant and thus is not available to the firm to confirm the condition of the lead or perform any testing.